Event description:
It was reported that during clinical procedure the implant internal hex was damaged. Therefore, the procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvtwb10, tapered screw-vent implants with full mtx surface texturing and microgrooves for evaluation. Visual evaluation / functional test was performed, signs of use to the implant were present and implant¿s drive feature was damaged. This complaint refers to the tsvtwb10, tapered screw-vent implants with full mtx surface texturing and microgrooves. DHR review was completed for the subject lot number 1266117. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266117 for similar events and one other complaint was identified ((B)(4). ). Review completed utilizing keywords: dental : functional : damaged drive feature the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was improper handling and/or use by the end user. Therefore, based on the available information, a device malfunction did occur. The implant¿s drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.